Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.